Manufacturer narrative:
This report is submitted on january 5, 2021.

Event description:
Per the surgeon, the patient experienced a magnet dislodgement during an MRI (specific date not reported). Surgery to replace the magnet has been completed (date not reported). The implanted device remains.